Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. Other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: a1,a2,b7,d1,d2,d4,d7. Additional b5 narrative: it was reported that the patient underwent mesh excision on (B)(6) 2012, due to recurrent incisional hernia, adhesions and fibrosis.

Manufacturer narrative:
Date sent to FDA: 11/9/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.